Event description:
It was reported that during hospital check the left ventricular, (lv) lead had threshold increase and impedance had decreased. A chest x-ray confirmed lv lead had dislodged into the right atrium. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed on the distal conductor. No anomalies were found.